Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013, due to alleged pain. The cup and head were removed and replaced with biomet head, liner and cup.